Event description:
It was reported that this right atrial (ra) lead was explanted due to product performance issue. New lead was replaced. No additional adverse patient effects were reported. Additional information received indicates that the right atrial (ra) lead was explanted due to dislodgement.

Event description:
It was reported that this right atrial (ra) lead was explanted due to product performance issue. New lead was replaced. No additional adverse patient effects were reported.